Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail balloon ruptured at 14 atms on the second inflation. (The number of atm's reached on the initial inflation is unknown.) The lesion being treated was a 90% stenotic lesion in the proximal left circumflex coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. The patient was asymptomatic during this event. No patient injuries or complications were reported. Patient status is reported as 'good'.